Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) status sooner than expected, and the physician was concerned by the battery drain. A request was made to have data from this device analyzed. However, technical services (ts) has not received an updated data transmission from the field yet, which is needed for the requested analysis. No adverse patient effects were reported. This product remains in service.